Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump went on off no power. Customer blood glucose level was over 120 mg/dl. Customer is not received a low battery alarm with the off no power issue. Troubleshooting for the off no power was performed. Customer advised this is the 2nd time they have received an off no power without a low battery indicator error. Customer also advised they are having issues with their sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.